Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas alleging that there was a temperature issue with no physical harm to the pump. The customer alleged that there was physical harm to the skin/insertion site. This complaint is being reported because there is the potential for the user to experience an injury to the skin due to increased pump temperature.

Manufacturer narrative:
Follow-up #1: date of submission 02/13/2017 device evaluation: the device has been returned and evaluated by product analysis on 01/28/2017 with the following findings: a review of the black box showed no activity related to a temperature issue. No damage was found to the battery compartment or cap. The rewind, load, and prime steps were performed successfully. No overheating occurred during the testing. The pump electrical current draws were found within specification. The pump was opened to find no damage or evidence of internal moisture.